Event description:
It was reported that this lead was explanted four months post implant as it had been accidentally implanted in the left atrium (la) rather than the right atrium (ra). A replacement lead was implanted in the ra without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was disposed of and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.